Event description:
It was reported that during troubleshooting for a check patient line alarm on a homechoice (hc) machine, air was found in the patient line during initial drain. It was found that there was an open clamp on one of the lines. The technical service representative had the nurse end therapy and start over with new supplies. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The cause was determined to be use error due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. Should additional relevant information become available, a supplemental report will be submitted.